Event description:
It was reported that during a da vinci thyroidectomy procedure, a surgeon tried to grasp tissue but the maryland bipolar forceps instrument was not functional and the tissue slipped. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on in-house system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. An additional observation not reported was the yaw pulley was broken. The yaw pulley exhibited a piece broken on the left side. Part of the instrument was indented and moved to the side. The section broken off measured .075. The broken section might have impacted another object/instrument leaving a back marking behind. Evidence not conclusive, but broken yaw pulley is likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.